Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18sep2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device displayed an error code pressure regulation high. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 09oct2018. Date of manufacturer: 09oct2018. The customer replaced the blower to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The unit was returned to service.

Manufacturer narrative:
Date of report: 18dec2018. Date received by manufacturer: 07dec2018. The blower motor was returned to fi (failure investigation) lab for evaluation. Visual inspection of the blower motor revealed no findings. A high rotational resistance and positional ¿sticking¿ on blades was noted as compared to control unit. Operational testing was performed and the test ventilator did boot up however, no breaths were delivered. An error: ¿patient circuit occluded¿ and ¿low leak ¿ co2 rebreathing risk¿ was generated, and no blower motor response was noted. The returned blower did not run for a minimum of 4 hours under the above condition. The blower "mother" was unresponsive and unable to perform testing. The root cause was isolated to a defective hall sensor.